Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed cracks near the proximal glue line on the shaft of the cannula. Leak testing was performed and leaking was observed through the cracks located on the proximal glue line of the event unit. Based on additional information received from the complainant, the event unit was used in a robotic procedure. It is likely that the balloon leakage was caused by damage from the robotic mount. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from the distributor on (B)(6) 2017: this was a robotic procedure which used the da vinci system.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "this is a complaint from the market. Administrative no.(B)(4). Report from the sales rep: the balloon of the first trocar would not inflate inside the patient cavity with the accessory syringe. The balloon was inserted using hasson technique. The customer mentioned that the balloon didn't contact any instruments. Initial investigation report by (B)(4): the event unit was returned to olympus and visually inspected. No visible damage was observed with the balloon. Several cracks were noted on the cannula near the air dome. However, olympus could not identify if the damage caused the reported balloon inflation failure. The distal side of the balloon was found to be torn. The unit will be returned to (B)(4) for further evaluation. Admin#(B)(4)." Patient status: "no patient injury".